Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead could not be implanted. It was also noted that the lbbap lead helix failed to be retracted. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and the helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection and x-ray examination of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched.